Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 24 millimeter (mm) non-medtronic balloon to minimize pacing. The valve was deployed to 80% with a of depth 0-1 mm on the non-coronary cusp (ncc) and 10 mm on the left coronary cusp (lcc). Upon release, the valve dislodged toward the ventricle even though it had appeared locked in on the left side but positioned deep. The patient developed moderate-severe paravalvular leak (pvl). A post-implant bav was performed but it had little effect on the pvl. The valve was snared into place and a second valve was implanted. The dislodgement was attributed to patient anatomy. The anatomy was reported to have challenging angulation, a large left ventricular outflow tract (lvot) and bicuspid valve with raphe between rcc and ncc, and the patient had an ejection fraction of 10%. No additional adverse patient effects were reported.